Event description:
Reference importer report (B)(4).

Manufacturer narrative:
Complaint investigation performed by manufacturer as follows: complaint is confirmed as we can see on x-rays, dated on (B)(6) 2014, shows that a locking screw moved out of the pedicular screw, the locking screw is lodged in the muscle (no risk of migration). Without the return of explanted product and no other x-ray available, regarding investigation and information provided: one of probable root causes is not device related but due to an incorrect initial tightening of the locking screw but the screw should be loosened faster. Another probable root cause is not device related but due to a crooked tightening of the locking screw (balanced on the safety stop of the rod) and this could explain the metallosis noticed by the surgeon during the revision.